Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the pt was experiencing angina and after predil, two xience v stents were implanted in the proximal and distal cx. After deployment, a dissection was noted in the lm and proximal lad. The dissection was thought to have been caused by manipulation of the guiding catheter (not an abbott device), and was treated with a metallic stent in the lm and another xience v stent in the proximal lad. No additional event or pt info is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system indicated is being filed under the same MFR #. Results and conclusion summation - dissection, as listed in the xience IFU, is a known adverse event associated with coronary stenting and not an indication of a product quality issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention...." A conclusive root cause for the reported pt effects and the relationship to the products cannot be determined.